Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2326 captures the reportable code of inflammation. Patient code e2114 captures the reportable code of perforation.

Event description:
It was reported that, during the transurethral resection of the bladder tumor procedure, a mass was found inside the patient with mesh inside. The mesh perforated the patient's bladder, setting off a chronic and acute inflammation response and growth of mass, which resulted in initial diagnoses of bladder mass and possible cancer. No further patient complications were reported.

Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2326 captures the reportable code of inflammation. Patient code e2114 captures the reportable code of perforation. Block h11: correction to block g2 from september 6, 2024, to september 13, 2024.

Event description:
It was reported that, during the transurethral resection of the bladder tumor procedure, a mass was found inside the patient with mesh inside. The mesh perforated the patient's bladder, setting off a chronic and acute inflammation response and growth of mass, which resulted in initial diagnoses of bladder mass and possible cancer. No further patient complications were reported.

Manufacturer narrative:
Block h11: correction to blocks d2b: pro code and g1 manufacturing site information. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2326 captures the reportable code of inflammation. Patient code e2114 captures the reportable code of perforation. Block h11: correction to block g2 from september 6, 2024, to september 13, 2024.

Event description:
It was reported that, during the transurethral resection of the bladder tumor procedure, a mass was found inside the patient with mesh inside. The mesh perforated the patient's bladder, setting off a chronic and acute inflammation response and growth of mass, which resulted in initial diagnoses of bladder mass and possible cancer. No further patient complications were reported.